Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg 40s mg/dl) and juice was consumed to address it. The customer alleged the low bg was due to the healthcare provider inadvertently entering the pump basal setting too high. Tandem technical support assisted the customer with adjusting the pump setting.